Event description:
Upon placing patient on transport monitor (defib), heart rate noted to be 270 briefly, then 160. Provider notified to evaluate patient. Patient's assessment remained unchanged. EKG performed and during it, transports monitor showed heart rate of 300. EKG captured heart rate of 150 and heart tones auscultated in 150s. Tachycardia determined to be due to equipment malfunction. Monitor continued to double count heart rate in all leads. Leads disconnected and heart rate monitored via sat probe for transport. Monitor taken out of services. Work order placed to have equipment evaluated. Removed from service and currently in bio-med engineering. Notes: defective ECG cable. Cable is worn and is causing noise in the ECG signals. Ordering new cable, but we are having issues ordering the correct one because the original cable is not available. No patient harm.